Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of chemical burns, pain, sensitiveness, "felt ill," "gums have receded," inflammation, "red and blotchy" and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ precautions: ¿as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿additionally there have been reports of nodules, infection, and inflammation.¿ ¿the onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs.¿ ¿the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.¿

Event description:
Patient reported that after injection with "juvederm" in the gums "to bring down the gum line over some dental implants," they experienced "chemical burns, pain, sensitiveness at the injection site that has spread to the soft tissue into the cheek and gums, and they felt ill." Patient stated that the pain was a "4 or 5 on a scale of 1-10 with 10 being the most severe." Patient also stated that their gums have receded substantially, "the whole inside of the cheek is inflamed, red, swollen, puffy, irritated, and very sensitive," and noted that the outside of the right cheek "is red and has blotchiness." Patient was treated the same day with a solu-medrol dose pack and clindamycin. A CT scan was performed, results are not known. Patient stated "it might be some type of infection but it is hard to tell because of the swelling." Patient was concomitantly taking synthroid and losartan. Further follow-up with the healthcare professional provided the following information: heatlhcare professional reported that one day after injection in the "papilla" with juvederm ultra plus xc, the patient experienced "swelling, possible infection and warmth to the touch" at the injection site. Patient was treated with a medrol dosepak and clindamycin.

Manufacturer narrative:
(B)(4). The event of allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the injector provided the following information: the injector described the event as an allergic reaction.